Manufacturer narrative:
Per the clinic, the patient experienced irritation, inflammation as well as recurrent infections and wound dehiscence at the abutment site. On (B)(6) 2016, the abutment was removed and the granulated tissue was excised. Subsequently on (B)(6) 2016, the patient underwent revision surgery to place an internal magnet. The implanted device remains.

Manufacturer narrative:
This report is filed january 7, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin irritation and drainage at the abutment site and was treated with topical antibiotics on (B)(6) 2015. The implanted device remains.